Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms, which were identified and confirmed during review of the event history log. Evaluation observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air in line alarms. The upstream sensor was replaced to correct this condition. (B)(4).

Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.